Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had no relief of symptoms and the patient's ins and leads were replaced.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) explanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) explanted: (B)(6) 2024 product type lead product ID 97791 serial# unknown product type accessory product ID 97791 serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-nov-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 07-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #: (B)(4): analysis information: 2024-10-09 10:16:57 cst pli#: 10, product ID#: 97715, h3. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: lead p, h3. Analysis found that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: lead, h3. Analysis found that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.